Manufacturer narrative:
The package insert states "metal sensitivity reactions or allergic reaction to the implant material" are possible adverse effects. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 1032347-2015-00455. (B)(4).

Event description:
A customer called and requested the material information for pectus due to a potential allergic reaction. Additional details were requested, however he stated he was unable to release any information.